Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, three control knobs, battery drawer, o-ring battery drawer, four pc board screws, three knob springs, main printed circuit board, interconnect flex and battery flex, are contaminated. The heart wire block found broken.

Event description:
It was reported the external pulse generator (epg) was returned for repair after a problem was found during biomed testing. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.